Manufacturer narrative:
The insulin pump passed the displacement test, active current test and sleep current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage ash shown on the power management graph and confirmed power error and unexpected battery power loss due to moisture damage on the electronic assembly and harness assembly vibrator.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had power error detected alarm and replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert. Customer stated it was the second occurrence of the replace battery alarm without low battery alert. Customer reported they were able to clear the alarm and was able to rewind the pump. Troubleshooting was performed. The insulin pump will be returned for analysis.